Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(6). Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 24.0 cm to 24.6 cm and at 26.0 cm to 26.5 cm from the connector pin. The abrasions are consistent with constant friction with another implantable device.